Event description:
The customer tested his blood glucose using his contour meters. His contour usb meter read 19 mg/dl, while his contour meter read 85 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for troubleshooting. No product will be returned.